Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 12f amplatzer torqvue 45x45 delivery sheath. During the procedure the patient had an activated clotting time of 347 seconds. The patient was hemodynamically stable throughout the implant procedure. Post-procedure, pericarditis was observed without pericardial effusion. However, later in the day, small pericardial effusion was observed on echocardiography; no treatment was required at the time. On (B)(6) 2022, pericardiocentesis was performed and 500cc of blood was drained. The patient was reported to be recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericarditis and small pericardial effusion was reported. Abbott requested for test or lab reports this was not provided by the site. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.